Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture and was not sensing. The lead was found to have dislodged and had fallen into the ventricle. The patient had been witnessed not using arm sling and using both arms to pull themselves up in bed. The lead was programmed off and repositioning is planned.